Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2010-04821, 2134265-2010-04820, 2134265-2010-04823. It was reported that during a stenting treatment procedure, a vessel dissection occurred. Due to unstable angina (braunwald classification iiib), the patient was referred for cardiac catheterization which revealed a 90% stenosed and 20mm long target lesion in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. A 2.5x20mm apex balloon was advanced and inflated 3 times for predilation. Then a 3.0x28mm drug eluting study stent was advanced, but was unable to cross the lesion. So a 3.0x15mm maverick balloon was advanced to the lesion for additional predilation and inflated 2 times. The wire was then exchanged and a 2.5x15mm maverick balloon was advanced, but was subsequently removed uninflated. A 1.5mm rotablator burr was inserted and 4 passes were done. Then the 2.5x15mm maverick was reinserted and inflated. Following this, the 3.0x28mm study stent was re-advanced to the lesion and successfully deployed. Core lab analysis revealed a type d spiral dissection following predilation. The dissection was fully covered by the stent and could not be seen in final images. The patient was discharged 1 day later on aspirin and clopidogrel. Additional information has been requested and is not available.